Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient disclosed she currently has an infection at her peg site, for which she is due to complete a 7-day course of unknown oral antibiotics. She feels the infection hasn't resolved, and is awaiting swab results.